Event description:
Reported blood glucose results of "hi" (>60 mg/dl) with the lifescan meter and 191 mg/dl on a lab device, performed between 11 to 20 minutes of each other. The pt described feeling nauseous and thirsty during the time of testing. Between the tests there was no intervention that would be expected to change the blood glucose. The pt was administered 5 units of novolog insulin based on the lab result. Customer care rep was able to walk the pt through qc testing, as the pt did not have control solution. The meter, test strips, and control solution were replaced.